Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the stem subsided and there was a roughly 13 millimeter length discrepancy because of it. The surgeon revised the patient because of the leg length discrepancy. We removed the 36.+1.5 ceramic head and implanted a 36+12 ts ceramic head to regain leg length". Doi: (B)(6) 2018; dor: (B)(6) 2018, right hip. No surgical delay.